Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 18-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported lead issue. It was reported the patient had a return of pain. Pt came in and said he had not gotten relief since the implant but he never told anyone. X-ray was fine and lead had migrated from t8 to t9. Upon research his chart showed at his 2 post op visit the lead showed moved but no one told medtronic so he was programmed dtm according to his implant x-ray. An attempt was made on (B)(6) 2022 to reprogram him to conventional stimulation but he was feeling everything ok his abdomen. No falls reported after his implant.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp looking to verify what is currently implanted. Hcp noted there was a "repositioning surgery" where a 97791 anchor was placed.